Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that on (B)(6) 2018, the patient was diagnosed with peritonitis. The patient received a full course of antibiotics. The culture results showed no growth. The patient was utilizing both continuous circulatory peritoneal dialysis and continuous ambulatory peritoneal dialysis for treatment the time. The patient had reported cloudy effluent going to the drain bag.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical review: there is a temporal relationship between the liberty cycler/liberty cycler set and the patient's peritonitis event. Based on the information at hand, the etiology for the patient's peritonitis infection cannot be determined. However, there have been no reported allegations of a liberty cycler/liberty cycler set malfunction that may have caused on contributed to the patient's peritonitis event. The patient was using both manual exchanges and cycler assisted pd therapy during the time of the peritonitis infection; therefore, there is a possibility that the patient's peritonitis is associated with manual peritoneal dialysis therapy. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis nurse reported that on (B)(6) 2018, the patient was diagnosed with peritonitis. The patient received a full course of antibiotics. The culture results showed no growth. The patient was utilizing both continuous circulatory peritoneal dialysis and continuous ambulatory peritoneal dialysis for treatment the time. The patient had reported cloudy effluent going to the drain bag.